Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately three years post stent placement in the left superficial femoral artery, the stent was allegedly found to be ruptured under x ray examination. It was further reported that the entire course of the stent in the superficial femoral artery was allegedly found to be occluded under radiography. Reportedly, the stent was replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the device or any images were not provided for evaluation. The reported issue cannot be re produced which leads to inconclusive evaluation result. Based on the information available, the investigation is closed with inconclusive result. A definite root cause for the reported issue could not be determined. Labeling review: relevant labeling supplied with this product type was reviewed. The potential issue was found addressed as stent fracture was mentioned being a potential complication and adverse event. Correct stent deployment was found to be addressed: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment." Regarding access and accessories, the instruction for use states: "gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...)." And "predilation of the lesion should be performed using standard techniques." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately three years post stent placement in the left superficial femoral artery via the right femoral artery access, the stent was allegedly found to be ruptured under x ray examination. It was further reported that the entire course of the stent in the superficial femoral artery was allegedly found to be occluded under radiography. Reportedly, the stent was replaced. The current status of the patient is unknown.